Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Study patient had an infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient had an infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). Concomitant medical products - stanmore cocr fmrl sz2 std , item 164242, lot 3954565, therapy date - remains implanted, 28mm dia cocr mod hd +9mm nk , item 163665, lot j3787527, therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01221, and 3002806535-2018-01223.

Event description:
Study patient had an infection. An arthrotomy of the hip was performed.